Manufacturer narrative:
If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
On (B)(6) 2016, approximately 1 day post procedure the patient had mild hemoptysis which resolved after one day. On (B)(6) 2016 the hemoptysis reoccurred after eating. The patient complained that when he took a deep breath it caused him to cough up blood. On (B)(6) 2016 he presented to ER as previously reported.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2016. On (B)(6) 2016 the patient presented to the emergency department with hemoptysis. A bronchoscopy procedure was performed which showed evidence of recent bleeding but no evidence of active bleeding. The old blood was washed out, the patient recovered and was discharged. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Model and lot numbers are unknown for the aspiration needle and biopsy forceps so a review of inspection records cannot be performed. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
New information received from the site attributing this bleeding event to a superdimension aspiration needle (model and lot number unknown) and superdimension biopsy forceps (model and lot number unknown) and an unknown non-superdimension endoscopic tool. If additional information pertinent to the incident is obtained a follow-up report will be submitted.